Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information about product number, serial number and lot number has been included with this report. (B)(4).

Event description:
The material number, serial number and lot number has been updated as follows, material number mmt-1780kpk, serial number (B)(4) and lot number hg304d8.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 385, 471, 398 mg/dl. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.